Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient eventually got hospitalised on (B)(6) 2024. The blood glucose was 370 mm/dl and the patient was treated with insulin injected manually. The ketones level was 4.5. No further information available.

Manufacturer narrative:
E1: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.